Manufacturer narrative:
Additional information was received indicating that the patient was male with a birthdate of (B)(6) 1954. It was also reported that a new pump was sent. The following concomitant medical product were reported: systane eye drops, excedrin migraine, viagra, zofran, flonase, imitrex, entacaptone, tylenol, clindamycin, omeprazole, despiramine, cyclobenazaprine, miralax, senne lax, oxymorphone, oxymetazoline, lidocaine ointment, neupro patch, triamcinolone, aimovig, oxycodone, voltaren, colace, sinemet, methadone.

Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy duodopa ambulatory infusion pump was returned for analysis in used condition. Delivery accuracy tests were performed, and the pump was found to be delivering as programmed and within specification. The pump's event log did not show any cases of a morning dose delivery being repeated immediately after a previous morning dose had been completed, however the log did show numerous extra doses were delivered after a morning dose had been completed. The morning dose was programmed for 17.5 ml, the extra dose was 4.0 ml and the continuous rate was 3.5 ml/hr; these values had not been changed since (B)(6) 2019. There were no recorded cases of a 3.8 ml delivery or that the am delivery was ever programmed to this value. No problems were found with the pump's ability to retain its programming or with its ability to deliver programmed values. There were a couple instances of a morning delivery being interrupted by a high-pressure alarm and the delivery being completed after the occlusion was removed. However, no problems were found with the operation of the pump's occlusion sensors; the pump's downstream occlusion sensor and software were replaced as a preventive measure. The pump was delivering and operating properly. Based on the investigation, the complaint allegation was not confirmed.

Event description:
Information was received indicating that a smiths medical cadd-legacy duodopa ambulatory infusion pump "had been giving the am dose for 30 minutes." It was reported that after the dose was complete, the "am dose countdown started again." Per reporter the am dose was at 3.8 ml, "but it was to be programmed for 17.5 ml. No adverse patient effects were reported.